Event description:
It was reported to philips that the device did not start up properly. The device was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the file correction program and recovered. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up properly. Review of the log files confirmed the malfunction with the ippc (image processing pc). The fse performed the functional testing and found the hdd (hard disk drive) selection screen pop up appeared on the screen which was a very rare occurrence. The issue occurred due to the system was immediately shut down after selecting the hdd on display which led to file corruption. The fse restored the patch and succeeded in starting the system. After the repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.